Event description:
The customer reported a black screen and an alarm error during the maintenance of the device. This was involving an olympus laparoscope, gynecologic. There was no patient injury reported.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.